Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no picture/physical evidences were provided by the customer, therefore additional investigation is not possible. The complaint was raised for information by the customer, thus not requiring an 8d report. The release paperwork was reviewed and did not reveal any non conformity in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Investigation conclusion: unconfirmed, no sample received. Root cause description: a detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper. The critical thread dimensions (diameter, height, perpendicularity) outputs from the supplier's inspection were all conform. An incorrect link between the plunger's thread and the stopper. The critical thread dimensions (diameter, height, perpendicularity) outputs from the supplier's inspection were all conform. An incorrect compatibility between plunger and barrel. This cause can be discarded as the event occured on the market, the customer would not have been able to process an uncompatible plunger. A malformed/non filled plunger. This cause can be discarded as the event occured on the market, the customer would not have been able to process malformed/non filled plunger. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger rod detached from the ultrasafe plus x100l pr rubin rd ccl amg syringe before use within the packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "complainant reported that the plunger rod is currently detached from the syringe within the packaging."